Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2013. This report is filed june 16, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.